Event description:
End-user called for help with the cabibration testing of their device. Troubleshooting by phone revealed that the calibration strip was reading "hi" out of range. The device was replaced and the defective one returned for investigation.